Event description:
No primary stability achieved. Inadequate bone quantity / quality. Preceding/simultaneous bone augmentation. After setting 4 implants without primary stability, implant with pf 5.0 and 9.5mm length was placed successfully. Same patient as (B)(6).